Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, and a cracked case near the display window corners. The pump also had a constant motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarms.

Event description:
The nurse at the hospital and customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 84 mg/dl at the time of the incident. Customer stated that the pump was on for a few seconds with the MRI on before it was removed. The nurse stated that hospitalization was not diabetes related. Customer was hospitalized on (B)(6) 2015 for a possible stroke. Customer was not treated with diabetes and was wearing the pump at the time. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.